Event description:
Procedure performed: lap coly. Event description: surgeon was mid case and went to deploy the retrieval bag, upon attempted deployment the bag would not deploy, then eventually fell apart when it finally came out. No clinical impact to patient. (B)(6) 2025 received additional information from [name] (rsm) via email: the patient is good and no complications. Intervention: device replaced with another inzii 10mm which had no issue. Patient status: the patient is good and no complications.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of the specimen bag falling off the metal supports. Based on the condition of the returned unit and the description of the event, it is likely that the actuator was retracted and redeployed multiple time, which resulted in the specimen bag falling off the metal supports upon full deployment. The instructions for use states, "do not retract prior to full deployment." Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: lap coly event description: surgeon was mid case and went to deploy the retrieval bag, upon attempted deployment the bag would not deploy, then eventually fell apart when it finally came out. No clinical impact to patient. On 02.04.2025 received additional information from [name] (rsm) via email: the patient is good and no complications. Intervention: device replaced with another inzii 10mm which had no issue. Patient status: the patient is good and no complications.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation.